Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received three motor error alarms in the last six months. The customer's blood glucose level was 240 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk. The motor passed the motor test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker.